Event description:
It was reported by hospital staff that the patient was complaining of the vns going off too much and causing him to pass out. The hospital placed the magnet over the generator, but the patient complained that this wasn't stopping stimulation . It was determined that the patient was incarcerated and so hadn't seen a neurologist for his vns in 5 years. The patient saw a new neurologist that confirmed diagnostics were fine and indicated that they believed the magnet was working, but they could not assess the cause of the patient passing out. No further relevant information has been received to date.

Event description:
The patient's generator was replaced prophylactically. The explanted generator was received for analysis the generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. Magnet functionality was verified. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date.